Event description:
On (B)(6) 2011, it was reported by a vns treating physician to the manufacturer's consultant that the vns pt was presenting with high impedance during a system diagnostic test on (B)(6) 2011. The pt was then referred for a battery replacement consultation and the pt's device was programmed off. The pt's physician further reported that no x-rays were being taken and that no pt manipulation or trauma is thought to have occurred that could have caused or contributed to the pt's high impedance. The pt's prior programmed settings could not be provided. Although, a battery replacement surgery is likely, the pt has not been scheduled for a consultation date or a surgery date at this time. If additional info is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.